Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1801193. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, one physical sample and one video sample were returned for evaluation by our quality engineer team. Through examination of the samples, the needle was observed burred and clogged with epoxy. The clogged needle most likely resulted during the assembly process. If the cannula and hub component are incorrectly places, the epoxy adhesive will block the cannula. It is important to note that the cannula point is the most critical and fragile part of the needle and it can be damaged very easily during use. There are various preventive measures in place to reduce the risk of these defects and reject any potential faulty product during the manufacturing process. Our quality team will continue to monitor the production process for signs of these potential defects and any emerging trends.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd china experienced a clogged/blocked needle which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2020, received feedback from user facility that when opening the package of a 5ml syringe product, it found that the needle was burred, the needle was blocked and not used on patients.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe s2 5 ml 22 ga 1-1/4 in bd (B)(6) experienced a clogged/blocked needle which was noted prior to use. The following information was provided by the initial reporter: on june 30th, 2020, received feedback from user facility that when opening the package of a 5 ml syringe product, it found that the needle was burred, the needle was blocked and not used on patients.